Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1720159-2012-00093 and 1720159-2012-00096. This device has not yet been returned to conmed corporation; however, the return of the device is anticipated. Upon completion of the quality engineering evaluation, a supplemental report will be filed.

Event description:
It was reported, "surgeon was using altrus fine initially. There was an audible error code, but nothing showed on the energy source monitor. I unplugged the handpiece restarted the generator and plugged it back in. Noise stopped and handpiece seemed to function. Surgeon then said that it was not sealing or cutting. I asked where the bleed was and he said it was happening right down where the middle of the jaws ran. He became frustrated and switched to ligasure." It was also reported there was no injury to the patient.

Manufacturer narrative:
The altrus thermal tissue fusion system is indicated for open and laparoscopic techniques in general surgical and gynecological procedures for ligation (sealing) and dividing (cutting) of tissue when hemostasis is desired. The original altrus handpiece utilized in the procedure was returned to conmed corporation for evaluation. The quality engineering evaluation included a visual inspection where no defects were observed. The evaluation also included functionality testing and the returned device passed. The device successfully cut and sealed when activated and performed as expected. The reported malfunction could not be reproduced and is unconfirmed. The bleeding that occurred in this incident was the result of an improper seal not generating full vessel ligation. The software parameter verification was downloaded from the actual device and the seal algorithm parameters passed, as well as the cut algorithm parameters. The complaint investigation has not identified any manufacturing defects regarding the sealing function of the device; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.